Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint was confirmed via inspection of the unit. Evaluation confirmed that the returned unit did not meet all specific functional test. The unit was cleaned per procedure; machined floating ratchet to bring it within tolerances and to remove movement in the lock, and the 80# torque knob was tested to assure unit would achieve proper pound pressure. Worn pm parts were replaced with new components. Root cause - based on the evaluation, the root cause is most likely accelerated normal wear due to high usage and/or misuse, however this is unable to be confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while setting up the mayfield modified skull clamp (a1059), they discovered the lock would not close or clamp easily. There was no case delay or patient impact.